Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 140-150mg/dl fasting. Verified test strips expire 08/18/2017 confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Reviewed meter memory: 1:204mg/dl (B)(6)2015 07:00:00 pm fasting:yes. 2:210mg/dl (B)(6) 2015 07:00:00 pm fasting:yes. 3:214mg/dl (B)(6) 2015 07:10:00 pm fasting:yes. 4:273mg/dl (B)(6) 2015 07:20:00 pm fasting:yes. 5:210mg/dl (B)(6) 2015 07:05:00 pm fasting:yes. Customers concern with 204mg/dl on (B)(6) 2015 7:00:00 am. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 140-150mg/dl fasting. Verified test strips expire 08/18/2017 confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(4). Customers concern with 204mg/dl on (B)(6) 2015 7:00:00 am. No adverse event reported.